Event description:
It was reported that an exactamix 500 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked from the middle port. The bag was filled with unspecified solutions. This occurred after filling, prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured between november 26, 2023 ¿ november 27, 2023. H11: the device and video sample were received for evaluation. A visual inspection of the video sample was performed, and leakage from the administration spike port was observed. Visual inspection of the returned sample did not identify any abnormalities that could have contributed to the reported condition. Functional testing using tap water was performed on the returned sample, and a leak from the administration spike port bonding area was observed. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to inadequate or lack for cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.